Manufacturer narrative:
H.6. Investigation: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20055178. No further information was available to assist the investigation. A review of the production records for lot 20055178 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the maxplus positive pressure connector leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on 2020.10.20, the needleless infusion connector was used for the patient's infusion. The needleless connector was found to be leaking during use, and it could not be used."

Manufacturer narrative:
Lot: mp1000 china 510k: this is an international code- the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided is for the domestic similar product.- k072542. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the maxplus positive pressure connector leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the needleless infusion connector was used for the patient's infusion. The needleless connector was found to be leaking during use, and it could not be used."